Event description:
Additional information was received that the leads were fractured and surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01545. It was reported that the patient fell and experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of the leads. X-rays showed that the leads migrated. Surgery may occur to address the issue.